Event description:
It was reported that this lead was attempted to be implanted in the left bundle branch (lbb), which is off label use of the lead. After trying multiple positions, no capture was obtained. The lead was removed and tissue was noted in the lead tip, a change in the amount of rotations required to change helix position was mentioned. The lead bent and did not retract. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Dried body fluid and tissue were noted in the helix housing. Noted a slightly deformed, stretched out helix. A helix mechanism test failed due to the helix being slightly deformed. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this lead was attempted to be implanted in the left bundle branch (lbb), which is off label use of the lead. After trying multiple positions, no capture was obtained. The lead was removed and tissue was noted in the lead tip, a change in the amount of rotations required to change helix position was mentioned. The lead bent and did not retract. Another lead was successfully implanted. No adverse patient effects were reported.